Manufacturer narrative:
The investigation related to this event is ongoing. At this time, the available information is insufficient to determine a definitive root cause or whether the device contributed to the reported event. A supplemental MDR will be submitted to FDA upon completion of the investigation and when additional information becomes available.

Event description:
It was reported that a patient underwent a joint arthroplasty revision surgery of touch cmc1 prosthesis due to premature pe liner wear and decentered. It was also reported that one week postoperatively, the patient developed severe and very painful synovitis.